Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was found to have a frayed cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm maryland bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end. The instrument was found to have charring and/or localized melting on the main surface of the instrument bipolar yaw pulley. As a result of the damage, a section of the bipolar yaw pulley is burnt. The instrument passed the electrical continuity test.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with site's robotic coordinator (roco) and obtained the following additional information: the reported 8mm maryland bipolar forceps instrument was observed to have thermal damage during central processing. There was no arcing event. A 30-degree camera was in use when the reported event occurred. There was no reported injury to the patient during or after the surgical procedure. Patient demographics were provided.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.